Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which a the reservoir that migrated outside of the space of retzius was repositioned in a correct space. Nothing was removed or replaced and the surgery results were successful. There were no patient complications.

Manufacturer narrative:
Information updated: describe event or problem and device codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The lot number of the concomitant products was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which a mispositioned reservoir was repositioned in a correct space. It was also stated that the pump was repositioned due to herniation. Nothing was removed or replaced and the surgery results were successful. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The lot number of the concomitant products was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.